Event description:
On 3/29/99, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: chest pains and tightness, dyspnea, dermatitis, conjuncitvitis, vesicular skin rash on hands, nasal inflammation, fatigue, weeping red eyes, hypertension and other physical injuries, as well as great despair and loss of enjoyment of life.